Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed, through the history log, but did not reproduce the "false upstream occlusion" alarms. The device was found out of specification in relation to the occlusion alarms. The device passed upstream occlusion testing and sensor readings were within specification. The ultrasonic sensor was replaced as a known contributor to false upstream occlusions.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed "upstream occlusion" when no occlusion was present. There was no pt involvement.